Manufacturer narrative:
This complaint should have been sent to completed as the investigation had already been previously done. Please send medwatch say the investigation is considered completed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient experienced large amounts of cobalt-chromium metal ions and particles released into blood, tissue, and bone surrounding the implant. Patient began experiencing severe pain, discomfort, and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and/or a slipping feeling in the hip joint and a sensation that the device could not support their weight. It is unknown whether or not patient has been revised. **update** (B)(4) 2012- plaintiff¿s preliminary disclosure form was received, which identified side, doi, dor, and part/lot information. The femoral head is now being added to the complaint. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4). This complaint has been reopened. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy synthes has been informed that the catalog number and lot number is not available..

Event description:
Update rec'd 4/2/2013- ppd and medical records received. The doi and side were provided. It should be noted, the medical records do not apply to this complaint; however, they do apply to an additional existing legal complaint for this patient. There is no new additional information that would affect the existing MDR decision.